Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.